Manufacturer narrative:
The insulin pump was received with no vibration during the self-test due to black broken wire on vibrator motor assembly. However, the insulin pump passed off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a vibrator anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump no longer vibrate when he gets an alarm. The customer stated that he took a finger stick and the pump vibrated. The customer stated that the pump was in beep long since he did not feel it vibrate. The customer was assisted with the setting vibrate mode. The customer was assisted with performing a self-test. The customer stated that the pump did not vibrate during the vibrate test. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.